Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small remaining amount wasunable to be removed/the retained portion of essure was no longer visible in the righttubal ostium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 731587, 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, asthma and obesity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), mood swings ("hormonal changes : mood swings"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal haemorrhage ("abnormal bleeding ,( vaginal)"), heavy menstrual bleeding ("menorrhagia"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), migraine ("migrains/headache") and dysgeusia ("taste cooper"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, back pain, mood swings, abdominal pain, psychological trauma, bladder disorder, vaginal haemorrhage, heavy menstrual bleeding, urinary tract disorder, alopecia, migraine, dysgeusia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysgeusia, genital haemorrhage, heavy menstrual bleeding, migraine, mood swings, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, back pain, pelvic pain. Discrepancy noted for lab data previously reported essure confirmation test but now reported as plaintiff did not undergo an essure confirmation test. Discrepancy noted in essure insertion date- (B)(6) 2010. Insertion details-the right ostia was then visualized in the middle of the screen and the essure. Apparatus was inserted into the ostia. The essure was deployed however malfunction upon deployment. The coils were removed from the endometrial cavity. Our attention was then turned to the left ostia. The ostia was easily visualized. The essure was started into the tube without difficulty. The essure was deployed leaving approximately three coils into the endometrial cavity upon deployment. Removal details:a small remaining amount was unable to be removed with gentle traction and retracted into the tubal ostium. The hysteroscope was removed. The polyp forceps were used to remove the endometrial polyp. Sharp curettage was then performed from all quadrants. The hysteroscope was reintroduced and negligible amounts of polyp remained. The retained portion of essure was no longer visible in the right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: not available; in (B)(6) 2015: results of the hsg are visible in care everywhere (B)(6) 2015 and are notable for occlusion of the bilateral fallopian tubes, with incidental finding of second essure coil in the region of the mid right fallopian tube. She; on (B)(6) 2015: occlusion of the fallopian tubes essure coils with occlusion bilaterally. 2. Incidental finding of second essure coil in the region of the mid right fallopian tube. Ultrasound pelvis - on (B)(6) 2021: in our system which shows a 9.4 x 4.3 x 5.0 cm uterus, endometrial polyp and appropriately positioned essure coils. She had a recent pelvic exam with doctor which noted a normal bimanual exam: "uterus is mobile, nontender, no adnexal masses or tenderness.. Lot number: 713453, manufacture date: 2010-02, expiration date: 2013-02. Lot number: 731587, manufacture date: 2010-04, expiration date: 2013-04 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small remaining amount was unable to be removed/the retained portion of essure was no longer visible in the right tubal ostium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 731587, 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, asthma and obesity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), mood swings ("hormonal changes : mood swings"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal haemorrhage ("abnormal bleeding ,( vaginal)"), heavy menstrual bleeding ("menorrhagia"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), migraine ("right tubal/headache") and dysgeusia ("taste cooper"). The patient was treated with surgery (essure removal, laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, back pain, mood swings, abdominal pain, psychological trauma, bladder disorder, vaginal haemorrhage, heavy menstrual bleeding, urinary tract disorder, alopecia, migraine, dysgeusia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysgeusia, genital haemorrhage, heavy menstrual bleeding, migraine, mood swings, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, back pain, pelvic pain discrepancy noted for lab data previously reported essure confirmation test but now reported as plaintiff did not undergo an essure confirmation test. Discrepancy noted in essure insertion date- (B)(6) 2010. Insertion details-the right ostia was then visualized in the middle of the screen and the essure apparatus was inserted into the ostia. The essure was deployed however malfunction upon deployment. The coils were removed from the endometrial cavity. Our attention was then turned to the left ostia. The ostia was easily visualized. The essure was started into the tube without difficulty. The essure was deployed leaving approximately three coils into the endometrial cavity upon deployment. Removal details:a small remaining amount was unable to be removed with gentle traction and retracted into the tubal ostium. The hysteroscope was removed. The polyp forceps were used to remove the endometrial polyp. Sharp curettage was then performed from all quadrants. The hysteroscope was reintroduced and negligible amounts of polyp remained. The retained portion of essure was no longer visible in the right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: not available; in (B)(6) 2015: results of the hsg are visible in care everywhere ( (B)(6) 2015) and are notable for occlusion of the bilateral fallopian tubes, with incidental finding of second essure coil in the region of the mid right fallopian tube. She; on (B)(6) 2015: occlusion of the fallopian tubes essure coils with occlusion bilaterally. Incidental finding of second essure coil in the region of the mid right fallopian tube. Ultrasound pelvis - on (B)(6) 2021: in our system which shows a 9.4 x 4.3 x 5.0 cm uterus, endometrial polyp and appropriately positioned essure coils. She had a recent pelvic exam with doctor which noted a normal bimanual exam: "uterus is mobile, nontender, no adnexal masses or tenderness. Lot number: 713453 , manufacture date: 2010-02, expiration date: 2013-02. Lot number: 731587 ,manufacture date: 2010-04, expiration date: 2013-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Event device breakage added. Removal was added. Reporters, concurrent conditions, lab data, removal surgery names an date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.